Event description:
The iab was inserted into the patient on 10/22/97 at 1:45 p.m. The iab did not malfunction. The patient had severe bleeding, a transfusion was required, and a vascular surgeon was consulted. Also, the patient had a hematoma. (Event complications: severe bleeding/transfusion) required/hematoma - 10/27/97. (Pt's current status: unk - rpt'd 10/27/97.)